Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported deflation difficulty was not confirmed. Based on visual dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that using the kissing technique in a proximal left anterior descending / ostial diagonal coronary artery stenting procedure, a 4.0x12mm nc trek and a 2.5x.08 trek rx balloon were inflated and deflated at the same time. The 4.0x12mm nc trek deflated without issue; however, the 2.5x.08mm trek rx balloon only partially deflated. The physician waited almost a minute and slowly pulled the trek rx balloon dilatation catheter into the guiding catheter. At that time, the balloon fully deflated and the device was removed without issue. There was no adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided.